Event description:
As reported during an unknown procedure on (B)(6) 2022, while fixating an unknown mesh at the cooper¿s ligament, the bard/davol optifix straight fixation device deployed a broken fastener and no fasteners could be deployed further. As reported, the broken fastener was removed from the patient's body. It was further reported that the guidewire was bent when the tip of the shaft was checked. As reported, another device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, bard/davol optifix straight fixation device deployed a broken fastener while fixating at cooper's ligament. The broken fastener was removed and there was no reported patient injury. Based on the information available, the reported broken fastener and bent guidewire is likely the result of forces applied to the distal tip while attempting to fixate at cooper's ligament. However, without the sample a definitive root cause cannot be determined. A review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event as reported. To date, this is the only complaint reported for this manufacturing lot of 510 units released for distribution in september, 2021. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿ and "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿